Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a leak which led to fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy drain and abdominal pain. The cause of the peritonitis was reported to be that the transfer set was found to be leaking as it had separated from the titanium adapter after a transfer set change. It was reported the patient was hospitalized for the peritonitis event twenty-four days after onset. On an unreported date, the patient began treatment with linezolid (dose, frequency, duration and route not reported) for home treatment of the peritonitis and also diflucan (dose, duration and frequency was not reported) given intravenously for the peritonitis. At the time of this report the patient outcome of this peritonitis event was not reported. On an unreported date, dianeal therapies were discontinued and the patient was put on rest from pd therapy for 2 months and would be shifted to hemodialysis. No additional information is available.